Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 03/26/2025. An investigation was conducted on 04/02/2025. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact device. The flow volume controller was inspected and was observed to have no visual or physical defects. The controller was able to be rolled with no physical difficulties. The spike chamber was returned filled with saline. A functional test was performed. Reference braided tubing was connected to a regulated source of co2, not exceeding 50 psi (344 kpa). The flow was adjusted to 5 l/min (0.08 l/s). Co2 gas was able to flow through the IV tubing and was visibly and audibly observed coming out of the atraumatic tip . The IV spike was connected to a bag of saline through the IV luer lock connection. The bag was placed in a pressure cuff and inflated to approximately 150 mmhg (20kpa). The pinch clamp was opened and saline flow was adjusted to 1¿5 (ml/min) using the roller clamp on the IV tubing. Saline was observed to come out of the atraumatic tip with normal flow and no blockages. The irrigation mist was observed to flow out of the tip as expected. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 96255757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister (cb-1000), when the co2 blower was used on the anastomosis site, blood should have been removed to secure a field of vision. However, the blood was not removed and co2 was not discharged. It was determined that this product was defective and a new product was used to proceed with the surgery. The newly used co2 blower product had no problems with blood removal or securing a field of vision during the anastomosis, so the surgery was completed successfully. There was no patient harm.